Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was unable to adjust settings with the controller. The rep met with the patient and all electrodes are out of range impedances and reprogramming was not possible. The patient stated that they tripped over their dog and caught themselves before hitting the ground. The patient noticed a change in their relief and was unable to turn up settings on their controller. The impedances were all out of range. The patient was advised to make an appointment with implanting physician. The rep stated that there is an appointment on (B)(6). No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a consumer regarding the patient. It was reported that the patient was in need of an MRI of their abdomen. The patient reported that they broke one of their leads off. The patient stated they had an x-ray of their lower back to look at the lead and the x-rays were sent to their managing hcp. The patient was to see their hcp on (B)(6). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient had their leads removed and replaced with a paddle lead on (B)(6) 2018. The patient had an appointment on (B)(6) 2018 to turn on stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that per the hcp, the patient will be scheduled for a lead revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.